Event description:
During a low anterior resection procedure, the shears stopped working 1.5 hours into the case. Generator displayed error code 5, appropriate steps were taken to rectify the situation but the error code kept occurring. There was np pt consequence.